Manufacturer narrative:
Device investigation: the pump was externally labeled as non-functional by the hospital. There was nothing unusual about the appearance of the pump. Eval, results: the pump was plugged in and turned on. The pressure adjustment valve was returned to penumbra adjusted significantly below maximum vacuum. The vacuum in its returned stated was -5 in hg. The pressure knob was two turns counterclockwise from the maximum vacuum adjustment. Once the pressure valve was adjusted, the vacuum measured -27.5 in hg. The pump is fully functional. The pump vacuum as described in the complaint was initially confirmed. However, once the pump pressure knob was correctly adjusted it worked within specification.

Event description:
During a stroke case the penumbra system aspiration pump did not have any suction. A second pump was used to complete the case.